Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mass and capsular contracture this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side pain, swelling, mass, and capsular contracture baker grade unknown. The patient also expressed some concern for "bia-alcl" though this as not reported by a physician and no testing has been done. The device remains implanted.